Event description:
It was reported that during priming with one unit of a prismflex sepxiris set 150, a foreign matter was observed inside the replacement line of the 4-way multi connector, further specified as a free particle in the stream. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection of the set confirmed the presence of a moving/free particle in the replacement line, near the y connector. The particle was analyzed however the exact origin was not determined. Should additional relevant information become available, a supplemental report will be submitted.